Event description:
Customer alleged infections in 2 fingers due to softclix lancet device. Customer reported physician prescribed antibiotic cream. A request was made for the return of the suspect device, and replacement product was sent.